Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5)

Event description:
N/a

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h4, h6 ( type of investigation, investigation findings, investigation conclusion, component code), h10. A getinge field service engineer (fse) was being dispatched in order to evaluate the unit and during the period of an evaluation fse had found that during a fsca d00, the front end is no longer working so, therefore only the fse had replaced this card. After the replacement fse had tested the equipment according to the manufacturing and operational protocol. Cardiosave sn (B)(6) h5, ecme used: electrical safety tester (ID: ec1866), multimeter (ID: ec1893) , torque screw driver (ID: ec1705) , digital pressure gauge (ID: ec1680) , patient simulator (ID: (B)(6) ) . There is no involvement of the patient during this incident.

Manufacturer narrative:
Updated fields- b4, g3, g6, h2, h3, h11. A getinge field service engineer (fse) was being dispatched in order to evaluate the unit and during the period of an evaluation fse had found that during a fsca d00, the front end is no longer working so, therefore only the fse had replaced front end board. After the replacement fse had tested the equipment according to the manufacturing and operational protocol. There is no involvement of the patient during this incident and no harm reported. The following investigation was performed by failure analysis and testing dept. (Fat) the failure analysis and testing dept. Received part with a reported unit failure of a faulty board after installing d.00 software. The fat performed a visual inspection and found the part to be in good condition. The fat installed the board in cardiosave test fixture and tested the part to factory specifications per the cardiosave service manual. Board comes up with error code 12. Confirmed the reported failure but root cause is impossible to define. This revision is obsolete and no longer able to be tested by a supplier. Retaining the part in the failure analysis and testing department per procedure number 0002-07-d008 rev. As.

Event description:
N/a

Manufacturer narrative:
Updated data: b4, g3, g6, h1, h2. D9, h11.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by the getinge after sales manager chat the cardiosave intra-aortic balloon pump (iabp) had a front problem following a software update to d.00. It was impossible to start the machine. There was no patient involvement.